Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the trunk cable connector pins were physically damaged/bent and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector pins was excessive force. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the belt would not communicate with a monitor.